Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller (serial number: (B)(6)) was confirmed. The controller was returned for analysis, and evidence of fluid ingress and damage was found on the white power cable, and it was noted that the screen was difficult to read due to fluid. The controller was opened to inspect the internal circuitry, and evidence of fluid ingress was found throughout the controller. Data from the downloaded log files showed the controller functioning as intended for the duration of data reviewed. No notable events were observed in the data reviewed. The fluid ingress did not appear to prevent the controller from supporting the system as intended. Provided information indicated that there were no adverse effects due to the controller exchange. The root cause of the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller display screen became green/ blurred until the parameters were not readable anymore. It looked like fluid ingress below the display. No further technical issues occurred. The emergency backup battery cover was opened, and no green fluid was seen and no direct root cause was identified. The controller was replaced.